Manufacturer narrative:
Based on the current information provided, the cause of the patient¿s intra-operative complication can be possibly attributed to anatomical location of the hepatic cyst. Isi has attempted to contact the surgeon to gather additional information regarding the patient/incident. However, as of the date of this report, no new information has been obtained. If additional information is received, a follow-up MDR will be submitted. A review of the system and instrument logs has been performed. There were no observed events in the available system logs that would suggest a product issue, and logged events are in line with normal system functionality. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: during the end of a da vinci-assisted liver resection procedure, after the removal of the hepatic cysts, the patient decompensated and her oxygen level dropped. The patient went into pea. The da vinci system was undocked, and the patient was resuscitated. The patient was reportedly admitted to the ICU and her hospitalization was prolonged. A review of the procedure review by the surgeon showed that one of the hepatic cysts was lying very close to a vessel and a hepatic vessel was exposed. It was believed that co2 from the insufflation had entered the exposed vessel. There was no da vinci system/instrument issues.

Event description:
It was reported that during a da vinci-assisted liver resection procedure, towards the end of the procedure, air entered the hepatic vessel and then into the heart. The intuitive surgical, inc. (Isi) clinical sales associate (csa), who reported the case, indicated that he was informed of the event by a circulatory nurse. The csa did not know how the air entered the vessel but was told that there was no da vinci product issues during the procedure. There were no unexpected movements of the system arms or instruments. The procedure was converted to open surgery and the patient tolerated the procedure well. The patient has been discharged home well. The staff used an airseal trocar and insufflator for the procedure. Isi followed up with the site's robotics coordinator who spoke to the surgeon and the or nurse and obtained the following information: the incident occurred towards the end of the procedure. After the surgeon completed the removal of the hepatic cysts, the patient decompensated whereby her oxygen saturation dropped and she had pulseless electrical activity (pea). The anesthetist asked to undock the robot to resuscitate the patient. The patient was successfully resuscitated, and the procedure was converted to open surgery. It is unknown what interventions were performed to resuscitate the patient. The robotics coordinator is unsure what happened after the conversion of the procedure but said that the patient had an unplanned admission into the ICU after the procedure and her hospitalization was prolonged. The surgeon reviewed the procedure video and stated that one of the hepatic cysts was lying close to a vessel and the hepatic vessel was exposed. The surgeon believes that carbon dioxide (co2) from pneumoperitoneum entered the vessel. There was no da vinci system/instrument issue during the procedure. Patient was a female. No other demographic information was available. There were no issues with the cannula and insufflator used. Isi has attempted to obtain additional information from the surgeon. However, no further details have been received as of the date of this report.